Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red particle in the shell and broken. A microscopic analysis was performed which identify sharp broken edge and with a non-penetrating nick assessed as surgical impact . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge broken in the anterior with no penetrating nick due to surgical impact opening . -non-penetrating nick (stress marks).

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.